Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I was covering a spine case at (B)(6) hospital ((B)(4)) with dr. (B)(6). We were performing a posterior spine fusion of c1-c2 using mountaineer. The case went well until the surgeon went to use the final tightener on the set screw ((B)(4)) while tightening, the set screw began to spin freely inside the polyaxial head of the long shank screw 3.5mm x 36mm ((B)(4)). The surgeon attempted to use a separate set screw and realized the polyaxial head must have stripped. At this point we decided to back out the screw and replace it with the same item. Once this was completed a new set screw threaded perfectly and completed the construct. I saved the stripped screw and damaged set screws. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Visual examination of the returned device noted that a section of inner screw¿s thread was bent, causing it to break away from the body of the inner screw but not the thread itself. This section of damage covers approximately 1/6th of a full rotation. The damage notably occurs at the very start of the thread. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the damage to the threads of the inner screw cannot be determined from the samples and the information provided. A potential root cause may be inadvertently cross threading the inner screw during insertion and tightening. This would place stress on the threads of the inner screw, potentially resulting in them becoming damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.